Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer also reported that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump operating currents were within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and a severely scratched display window.